Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Event description:
It is reported that while trialing, the provisional fractured upon insertion during knee arthroplasty.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The persona tibia articular surface (tasp) was returned with the complaint for review. Visual inspection confirmed that the post on the tasp completely fractured off. Minor nicks/gouges/scratches were also observed on the provisional. The provisional and post were returned, but a fragment from the anterior post that fractured off was not returned. This lot has potential field life of approximately 4 years 1 month. It is unknown how many times the device has been used. This device is used for treatment. This particular device is listed in the aggregate tasp scope list associated with (B)(4). This device was manufactured before the design modification and was part of the re-design scope. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Therefore, the root cause can be said to be a previously addressed design issue.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.